Event description:
As reported by the user facility ((B)(4)): the incident involved a (B)(6) pt. During the infusion therapy and administration of anesthetic drug for surgical procedure of cystectomy, the device got disconnected and cause leakage of blood and missing infusion of anesthetic drug with consequent intraoperative awakening. MFR ref # 9610825-2013-00311.